Manufacturer narrative:
B3: date of event - aware date of 14apr2023 used as event date is unknown.

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds), and the patient died at an unspecified time during the procedure.